Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a drain complication encountered, please check pl and dl message and the patient having draining issues. The patient only drains when he is sitting up in a certain position and he cannot move from the position if he wants to continue to drain. A review of the patient¿s treatment records identified that the patient drained 4886 ml during drain 1 of the treatment. This drain volume is 244% the patient's prescribed fill volume of 2002 ml. The patient did not do a manual exchange and daytime manual exchange was entered as no. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. There were visual indications of dried fluid under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a drain complication encountered, please check pl and dl message and the patient having draining issues. The patient only drains when he is sitting up in a certain position and he cannot move from the position if he wants to continue to drain. A review of the patient¿s treatment records identified that the patient drained 4886 ml during drain 1 of the treatment. This drain volume is 244% the patient's prescribed fill volume of 2002 ml. The patient did not do a manual exchange and daytime manual exchange was entered as no. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information requested but has not been obtained.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a drain complication encountered, please check pl and dl message and the patient having draining issues. The patient only drains when he is sitting up in a certain position and he cannot move from the position if he wants to continue to drain. A review of the patient¿s treatment records identified that the patient drained 4886 ml during drain 1 of the treatment. This drain volume is 244% the patient's prescribed fill volume of 2002 ml. The patient did not do a manual exchange and daytime manual exchange was entered as no. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a drain complication encountered, please check pl and dl message and the patient having draining issues. The patient only drains when he is sitting up in a certain position and he cannot move from the position if he wants to continue to drain. A review of the patient¿s treatment records identified that the patient drained 4886 ml during drain 1 of the treatment. This drain volume is 244% the patient's prescribed fill volume of 2002 ml. The patient did not do a manual exchange and daytime manual exchange was entered as no. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information requested but has not been obtained.